Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of "the cassette recording only partially works" was confirmed through visual inspection and functional testing. The cause of the issue was the downstream occlusion (dso) sensor was not functioning properly. The cassette was not always recognized. No specific damage was noted but the dso seal was replaced to resolve this issue, in addition to the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the cassette recording only partially works¿; during device evaluation it was found that the downstream occlusion (dso) sensor was not functioning properly. Problem was discovered during routine preventive maintenance. There was no patient involvement.